Event description:
In 2002 the end-user called medtronic minimed, USA and stated that the soft cannula was bent at a 45% angle, and the edge is shaped so when the set was removed from the body there was blood and bruising. In 2002 maersk medical a/s received the complaint and 1 used cannula part.